Event description:
It was reported that r-wave amplitude variation and undersensing resulting in a false pause were observed on the device. No intervention was performed, the device remains implanted and will continue to be monitored. The patient was stable.